Event description:
On 10/07/1999, the distributor's marketing mgr informed the MFR of the following: the facility's central supply person informed her that the device outlet stems were bent. The device was returned to the MFR on 10/19/1999. "Infusion site came bent, unable to use" was written on the outside of the packaging/box. No further details were provided.